Event description:
During the implantation of the device on (B)(6) 2014 my right tube "spasmed" causing the device to misfire and only part of the device was implanted, but my doctor informed me that we would just keep an eye on it. Then, a few weeks later, around (B)(6) 2013, I began having sharp pains in my right side, hip and lower back. My doctor did an ultrasound that showed it being in the right place and instructed me to give it a few more weeks and come back if the pain didn't go away. The pain only got worse and spread to my whole lower abdomen. I began having migraines, extreme stomach pain, burning, itchy skin and rash on my upper legs and lower abdomen, extreme mood fluctuations, extreme hair loss, dizziness and insomnia. I went back to the doctor and she again confirmed the coils were in the right place and she then gave me the option to consider surgery because it seemed that my body was rejecting the coils. We set a date for surgery for (B)(6) to have my tubes removed by laparoscopic surgery. Shortly after the procedure I went to the ER due to unbearable stomach pains and inability to bend over (I have 3 children (B)(6)) so needless to say not being able to bend over is a huge handicap in my home. The doctors ran tests, did x-rays, more ultrasounds and still nothing was found to be wrong. I've never had any issues such as this before the essure, so hopefully I will see improvement after they are removed on friday!